Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that when the patient tried to communicate with the implant following a battery replacement and out of regulation (oor) message was seen. The oor message was also seen twice with the rep present. The implantable neurostimulator's (ins) parameters were +3, 0- / 4v / 90us / 185 hz and 1,073ohms. It was stated that further impedance testing will be conducted so it was recommended to test impedances with the patient in multiple positions. It was confirmed that the patient was receiving therapeutic benefit. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.